Manufacturer narrative:
H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's blower motor, machine flow sensor, muffler assembly and in-line filter were replaced to address the issues. There was evidence of dust and dirt contamination.